Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as a drop of fluid on the sample tubes following aspiration of the sample from the analyzer. The leak was not contained. The operator was wearing lab coat and gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from the solenoid for draining the rinse block. The fse replaced the solenoid resolving the leak. (B)(4).